Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was used in a calcified artery. It should be noted the starclose instruction for use (IFU) section precautions, states ¿do not deploy the clip in areas of calcified plaque. It is unknown if the IFU violation contributed to the reported issues. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the angle of the device was likely too steep in relation to the vessel tract. When this occurs the sheath will not cut without significant difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 1494 - patient selection.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a diagnostic angiogram procedure with a 5f sheath. Reportedly, resistance was felt while using the thumb advancer since the sheath did not split. The safety release button was used to remove the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.